Event description:
Event description: guidant received info that this implantable pacemaker (ipm), which had been in service over one month, failed to capture in the ventricle, and therefore, the pt presented at the hosp in asystole. The device was interrogated with the programmer and no errors were noted. The physician then elected to perform invasive testing on the ipm, and again, no errors were noted. Guidant received add'l info that the physician suspected the source of the loss of capture and the pt's condition were due to a metabolic issue. The device was explanted as a precaution. The pt is currently receiving therapy with the new device and no other problems have been reported. The device has been returned for analysis.